Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual evaluation noted that the ligator head was returned with all seven bands attached and some of the bands were moved out of their original positions. It was also observed that the handle have marks of the trip wire being secured and the slack was correctly taken up. The ligator head teeth were damaged (bent). A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating a deployment problem possibly related to the damages observed on the ligator head teeth. This damage was likely caused by user manipulation while setting up the device and/or some extra tension applied to the whole device that caused the ligator head teeth to be damaged/bent. Once the ligator head teeth are damaged the suture thread can experience difficulty releasing the bands and deployment problems. Taking all available information into consideration, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, two devices were attempted to be deployed; however, the devices failed to deploy. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, two devices were attempted to be deployed; however, the devices failed to deploy. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.